Event description:
It was reported that after a dexcom g6 continuous glucose monitor (cgm) sensor change, the sensor did not connect to the ilet and the warmup indicator disappeared initiating the bg run mode and reappearing after sensor setting toggle, consistent with intermittent communication between the cgm and the ilet and associated with the antenna/electrical interface. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure between the cgm and the ilet, associated with the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.